Manufacturer narrative:
Product investigation: the complaint components were returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. The ams800 pressure regulating balloon, occlusive pump and control pump were visually and microscopically inspected. There was a leak in the cuff that was the result of wear at the fold. The balloon and the control pump were not functionally tested due to the confirmed cuff leak. Inspection of the remainder of the device(s) presented no other damage or irregularities. A review of product records found no evidence that the device failed to meet specifications prior to shipment from bsc. The damage to the occlusive cuff is consistent with wear at the corner of a fold of the cuff shell. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure replace this artificial urinary sphincter (aus) due to fluid loss. The existing aus was removed and a new aus was implanted. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure replace this artificial urinary sphincter (aus) due to fluid loss. The existing aus was removed and a new aus was implanted. There were no patient complications reported.